Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed peep (positive end expiratory pressure) and relief pressure during testing. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that peep failed and relief pressure. It was peep performance test and relief valve test done and able to replicate the issue and stated the demand and relief valves were the cause. Replaced peep knob/cap, sintered filter and o-rings. Record did not state if device passed functional testing after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.